Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (393 mg/dl) the customer delivered a bolus via the pump to stabilize bg level. Reportedly, the health care provider (hcp) had lowered the customers basal rate at night. The contact believes elevated bg level was due to basal rate and the customer ate candy and did not bolus. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.